Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit had the display on the display panel missing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Unable to identify the root cause. The phenomenon could be caused by faulty led of the front panel. Since the detailed information such as inspection results were not available. The root cause of the fault could not be identified. Olympus will continue to monitor field performance for this device.